Manufacturer narrative:
Concomitant medical products: 5071-53 lead (x2), implanted: (B)(6) 2019. An additional instance of this adverse event occurred on (B)(6) 2016 and is captured in regulatory report#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.